Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin shaft rewind error while the user was changing supplies, and repeated restarts did not clear the alert; blood glucose was 166 mg/dl and not affected, and there was no reported injury, medical intervention, or hospitalization. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of insulin delivery from the affected pump and provision of a replacement device with instructions to shut down the original unit and return it. Investigation included review of user report, verification of shipping details, and arrangements for device return logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.